Event description:
It was reported that the patient presented for a device upgrade procedure. Upon reopening the pocket, it was found that the device pocket was infected. The entire system¿including the implantable cardioverter defibrillator (ICD), the right ventricular lead, and the right atrial lead¿was explanted. The patient remained in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.